Event description:
The customer reported that within one minute she obtained blood glucose readings of 600 mg/dl and 139 mg/dl with the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot # 1jpec41b using blood sample, which gave a satisfactory performance.